Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8709, lot# l77605, implanted: (B)(6) 2000, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml baclofen at an unknown daily dose via an implantable infusion pump for intractable spasticity. It was reported that the patient's managing physician's office reported not being able to aspirate the catheter during a dye study. Another hcp did a dye study without difficulty aspirating the catheter. Showing that the catheter was patent and the x-ray images showed that the catheter was still in the same spot intrathecally. There were known environmental/external/patient factors that may have led or contributed to the issue. No actions or interventions were taken to resolve the issue. The issue was resolved at the time of this report and the patient's status was "alive - no injury". No further complications were expected or anticipated.